Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex esophageal fully covered stent was to be used in the esophagus to treat a malignant stricture during an upper endoscopy with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, the distal flare did not open after 10 minutes. The physician pulled the stent out from the patient with rat tooth forceps. Reportedly, the physician will complete the procedure at a later date. There were no patient complications reported as a result of this event.